Event description:
Customer reported the panorama central station's display had no output, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the display's longview companion receiver. Problem was resolved.